Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no capas that were confirmed in veeva to be associated. A nonconformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nonconformance. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient had an altis device implanted in (B)(6) 2024 which initially improved stress urinary incontinence. The patient reportedly experienced visible and palpable mesh through incision. The physician noted the sling likely dislodged during healing process from a strong cough. The patient experienced exposure of vaginal mesh, stress incontinence, urge incontinence and underwent excision of altis midurethral sling & cystoscopy. Additionally, incision & drainage of a posterior vaginal abscess/deep perineal abscess under general anesthesia was performed but not related to altis.